Event description:
It was reported that the patient was experiencing diaphragmatic stimulation at implant and post implant. The physician elected to explant the lead and implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that there was blood/body fluid on all conductors (not obstructed).